Manufacturer narrative:
The insulin pump was received with blank display due to corrosion on all electronic assembly. Moisture damage was found on motor home switch. The insulin pump had missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump stopped working. The customer's blood glucose was unknown at the time of incident. The insulin pump will be returned for analysis.